Event description:
Patient presented to the hospital after receiving high voltage therapy. The patient has been lost to follow-up for approximately 2 years. Device interrogation showed many vt/vf episodes. Review of the segms suggests noise. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.